Event description:
A distributor complaint was reported involving a cartridge alarm issue with a pump during the pumping process in denmark. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the alarm persisted, preventing insulin therapy resumption. Technical support arranged for a replacement pump, instructed the customer on storing and returning the faulty pump, and ensured a backup therapy of multiple daily injections was planned to maintain insulin delivery.